Event description:
Additional information received reported that placing the device into a cycling mode decreased the patient¿s recharging burden, but the patient didn¿t like the ¿dunk, dunk, dunk¿ sensation. The patient felt that the pain was not as well controlled while cycling was activated. The patient was going to meet with a manufacturer representative to have the cycling turned off. The patient was going to speak with a manufacturer representative and healthcare provider (hcp) to see about seeking approval for a replacement ins with a larger battery.

Event description:
It was reported that the patient was aggravated that he had to recharge the device every 48 hours, which was more than the patient had expected. The patient was using one group with 3 programs. The patient¿s program settings were: 1) 4.2v, 810us, 90hz, 3 positives, 2 negatives, 389ohms, 9.676ma; 2) 1.25v, 770us, 2 positives, 4 negatives, 340ohms, 3.420ma; and 3) 1.0v, 760us, 1 positive, 2 negatives, 878 ohms, 1.076ma. The estimated recharge interval was 2.8 days. The patient¿s recharge interval was about 48hours from 100 percent full to depleted. The patient¿s first program was for an epidural lead, while the second program was for 2 peripheral leads that went across the patient¿s back and were spaced out too wide and thus required a larger pulse width. The patient¿s electrode impedances showed values of 863-3043 ohms. Electrode 15 had the value of 3043ohms and when impedances were run with reference to electrode 15, values of 2781-3344ohms were obtained. The patient¿s recharge history was reported as: on the (B)(6) he charged for 0.9hrs and then 2.7hrs and got to 100%; on the (B)(6) he charged for 1.7hrs to get to 75%. The battery usage was considered to be appropriate. A manufacturer representative programmed two new groups with the hope of prolonging the recharge interval. The new group b was set with b1 the same as a1, and b2 as a mix of a2 and a3 with a lower pulse width around ¿560¿ and an amplitude of 1.2volts. The patient had to change back to group a as the stimulation was going into the patient¿s belly around midnight on the prior night. The patient was hard to program. The patient¿s pain would get worse if the stimulator would turn off. When meeting with a manufacturer representative a second time, the patient¿s programs were said to have been working fine. The patient was recharging every day. The patient¿s settings were changed to cycling with a setting of 0.1s on and 0.1s off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3888-45, lot# va08q13, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va08q13, implanted: (B)(6) 2014, product type: lead. Product ID: 3487a-45, lot# v825261, implanted: (B)(6) 2014, product type: lead. Product ID: 3487a-45, lot# v782187, implanted: (B)(6) 2014, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-45, lot# va08q13, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va08q13, implanted: (B)(6) 2014, product type: lead. (B)(4).